Event description:
It was reported that the customer went to the emergency room due to blood glucose level of 537 mg/dl; cause was unknown. The customer was treated with intravenous insulin and saline, and was discharged later that day with no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.